Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise, low impedance , poor sensing and loss of capture at high output mode. X-ray revealed that the lead was fractured due to twiddler's syndrome. Lead was capped and replaced successfully on (B)(6) 2017. Patient was stable before, during and after the procedure.